Manufacturer narrative:
Event date: approximately (B)(6) 2018. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-06928. It was reported that the patient experienced an infection. The patient was treated with 500 & 700 microns of embozene¿ microspheres for a uterine fibroids embolization. The patient presented to the ER a week later with an extremely bad infection and the white count over 20,000 after being treated. No further patient complications were reported.